Event description:
It was reported to philips that system was unable to do x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue occurred during the unknown diagnosis and the procedure was aborted, and it was completed by using another system. The reported issue was occurring intermittently. It was reported that the system was unable to do x-ray. Review of the log file confirmed the disk (bay) malfunction. Upon troubleshooting, philips field service engineer (fse) confirmed that the free space was low. Fse recreated the image processor pc, but the image processor pc database was not available. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse formatted the disks. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.